Event description:
It was reported that a spectrum pump had the #1 and #2 keys not working on the keypad. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the reported symptom as the #0, #1 and #2 keys were found to be operating intermittently caused by a failed keypad. The remaining keys were tested and were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.